Manufacturer narrative:
This adverse event was not related to the use of eversense continuous glucose monitoring system. The user was hospitalized. The event happened on (B)(6) 2025. The user didn't want to provide more details about the reason of the hospitalization. At the time of the call, the user was feeling better but in pain. The event was not related to insertion or removal and not related to diabetes. The user received medication as treatment at the hospital. The user was prescribed with meropenem as medication.

Event description:
Senseonics was made aware of an incident where user was hospitalized. The event happened on (B)(6) 2025. The user didn't want to provide more details about the reason of the hospitalization. At the time of the call, the user was feeling better but in pain. The event was not related to insertion or removal and not related to diabetes. The user received medication as treatment at the hospital. The user was prescribed with meropenem as medication.

Manufacturer narrative:
B4.date of this report 06 sept 2025. G3.date received by the manufacturer? 06 sept 2025. H6. Investigation findings updated to 3221.